Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63- hardware low level failures, pump error 53- software error detected, pump error 4- the motor arm cannot communicate with the main arm. And no delivery alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and customer was able to clear the error and successfully complete fill cannula delivery test. The error table indicated that pump requires replacement. No harm requiring medical intervention was reported. The customer would discontinue the use of the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Successfully utilized thump to download history files and trace files. No alerts/anomalies/alarms noted during testing. Pump error 53 alerted on (B)(6) 2024 16:25:44.000. Pump error 53 alarm due to software anomaly (line number = 102 and file number 617). Pump error 63 alerted on (B)(6) 2024 17:40:39.000 with variable (15). Pump error 63 (variable 15) alarm due to hardware anomaly (line number = 2017 and file number = 147). Pump error 4 alarm was found in the history files on (B)(6) 2024 16:25:44.000. Confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2024 08:25:02.000 bolus, (B)(6) 2024 08:27:17.000 bolus and (B)(6) 2024 09:11:05.000 bolus in pump downloaded history during bolus. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, missing display window/cover, scratched case, cracked case-corner of belt clip rails and label damage (stained). Pump error 53 confirmed due to software anomaly. Pump error 63 alarm isolated to electronic stack. Pump error 4 alarm isolated to electronic stack. No delivery/occlusion alarm unexpected insulin flow blocked alarm was not confirmed. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.